Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 253 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm noted during testing. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump passed functional testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.